Event description:
It was reported, the pt ((B)(6)) was without therapy and had no functioning programs. X-ray imagery revealed lead migration and a diagnostic test found impedance issues for several lead contacts. Reprogramming was undertaken utilizing the functioning contacts and coverage was obtained for the pt's left hip, thigh, shin and right foot. An additional x-ray has been ordered for further interrogation. Surgical intervention may be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.